Event description:
It was reported that during an a-fib procedure performed with carto 3 system, the patient's blood pressure started dropping. The physician checked the cardiac silhouette and it was not contracting as much as at the beginning of the procedure. The physician used the echocardiography and a pericardial effusion was observed. The physician's opinion regarding the causality of the perforation was that it must have occurred while mapping the left atrium. The physician was not able to manipulate the navistar thermocool catheter in a normal way and he had difficulties by rotating the catheter, however, no transseptal puncture was needed due to permeable foramen oval. Pericardiocentesis was performed and the patient was reported stable. An agillis deflectable sheath from saint jude medical was used.

Manufacturer narrative:
Carto 3 system us catalog #: fg540000 serial #: (B)(4). Agillis sheath (no bwi product). (B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).